Event description:
A customer reported a fast-draining battery issue with the freestyle libre 2 reader. As a result, the customer was unable to use the reader to monitor glucose and experienced seizure and loss of consciousness. The customer was taken to the hospital and was administered lantus insulin (dose unknown) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader and kit pack DHR for cable and adapter were reviewed and the DHR showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.